Event description:
It is reported that there was an alleged pt fall. It is alleged the pt care staff found the pt on the floor face down. The recliner was found still in the recline position with the rear wheel brakes locked and rocker mechanism was in the locked position. The service tech inspected the recliner and found no function problems with the chair.

Manufacturer narrative:
Na